Event description:
When the device was used during an unknown procedure, the staples malformed at the distal part of the staple line. The case was completed by additional sutures. No patient consequence.